Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: dsj-2016-03 . Clinical adverse event received for periprosthetic joint infection, right knee. Event is serious and is considered severe. Event is definitely not related to device and there is a remote possibility it is related to procedure. Date of implantation: (B)(6) 2020. Date of event (onset): (B)(6) 2021. (Right knee). Treatment: surgical I&d washout with revision of tibial insert on (B)(6) 2021. Product details: component type: attune revision crs femoral size 7 right cemented; catalog number: 150440207; lot number: j7266u. Component type: attune revision cemented stem 14 mm x 30 mm; catalog number: 151214030; lot number: j8376x. Component type: attune revision tibial base rotating platform size 5 cemented; catalog number: 150660005; lot number: 9572262. Component type: tibial stem - attune revision pressfit stem 10 mm x 60 mm; catalog number: 151310060; lot number: j55j71. Component type: attune revision tibial sleeve porocoat fully coated 37 mm; catalog number: 151111202; lot number: j7205t. Component type: attune revision crs rotating platform insert size 7 6 mm; catalog number: 151710706; lot number: 9334375. Competitor (zimmer) bone cement utilized, 2 batches; component type: palacos r+g 1x40 ; catalog number: 66022663; lot number: 96504853.